Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a sensor failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. Customer reported a sensor failure. Customer mis quoted the serial number. Closing this ticket as a mistake. Unit was pm under a different service report. Fse performed pm and calibration. All tests pass and are within manufacturer's specifications. Unit is cleared for clinical use.